Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies, with the device previously operating as expected and an agent assisting the user to reconnect and complete insulin delivery; the user reported use of a contact detach infusion set and provided lot 6005854. Symptoms included dry mouth and trouble sleeping. Outcomes included transient elevated blood glucose requiring user-administered subcutaneous insulin via pen and device-guided correction, without hospitalization or professional medical intervention. Investigation included review of the event history and user troubleshooting with education on full supply replacement and reconnection. Investigation of this case revealed no device damage observed by the user and no reproducible device malfunction identified during troubleshooting. It was concluded that the event was hyperglycemia with cause unclear, and the device appeared to function as intended after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.